Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was the electrode belt's trunk cable was severed and the cable connecting ECG a, b and the front te was cut, damaging the wires in the cable. The root cause for damaged cables was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.